Manufacturer narrative:
This lead was thoroughly inspected and analyzed. There were multiple different fractures that were located along the electrode. Additionally, a fissure was located at the distal side of the ring with an additional fissure that was within the adhesive and inside the lumen. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the inappropriate shocks. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddlers syndrome) is a contributing factor to damage of this type.

Event description:
This supplemental report is being filled to include device analysis information.

Event description:
It was reported that this patient had received multiple inappropriate shocks due to oversensing of noise. The system was initially turned off and imaging was performed which indicated that the electrode was found to be twiddled around the device. Subsequently the system was explanted and replaced with a transvenous system. No additional adverse events were reported.